Event description:
It was reported by service report that the left stirrup is not locking in place. Not pt involvement or adverse consequences are reported.

Manufacturer narrative:
Broken abduction ring gear. Worn abduction roll pins.